Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that screw fracture at tooth site 9. Screw was placed in 2014 and removed on (B)(6) 2022. Screw was removed from threads with ultrasonic tip. Guided bone regeneration was performed and implant was cleaned with implant cleaning system galvo. Patient has been rescheduled for new crown placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw, iunihg was returned for investigation. Visual inspection via naked eye and camera magnification verified that the screw had fractured at the threads no pre-existing conditions noted on the complaint. Bone density type unknown. The reported device was located on tooth site #21 (fdi). Device history record (DHR) review was completed for the subject lot number (1246478). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review of the subject lot number was performed for the iunihg for similar events and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, lot number unknown. Report submitted to update lot number.